Event description:
Alleged false positive flu b. Tested patients are asymptomatic and symptomatic, the total tested patients is unknown. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.